Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen calibration was not working. The programmer has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis summary: analysis was unable to duplicate the customer comment as no stylus was returned with the programmer. It was noted that errors were found in the log files and therefore new software was installed. The stylus was replaced and the new stylus calibrated, and then a deviation on the right side of the screen was observed and the xy board was replaced to resolve. The stylus was then calibrated again, successfully. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.